Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record for the liner identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat#110010266 g7 osseoti multihole 56mm f lot#6456581; cat#110010268 g7 osseoti multihole 60mm g lot#6329968; cat#650-1057 cer bioloxd option hd 36mm lot#2971077; cat#650-1066 cer opt type 1 tpr sleve 0mm lot#2965052. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00642, 0001825034 - 2021 - 00643.

Event description:
It was reported the patient underwent a right hip revision approximately 8 months post implantation due to unknown reasons. The head, cup and liner were removed and replaced. No additional information.